Event description:
Pump declared altitude alarm 21, and there was no adverse impact to the customer's blood glucose level. Customer reported that insulin was suspended due to the altitude alarm condition. Technical support instructed them to clean the speaker holes and remove and reconnect the cartridge. After these actions, insulin was successfully resumed, and the alarm did not recur. Pump resumed normal operation, and technical support provided tips for preventing altitude alarms, which the customer acknowledged.